Event description:
The lay user/patient's mother contacted animas on (B)(6) 2012 to report a high blood glucose (bg) excursion. The patient's mother reported that the patient's bg tested over 600 mg/dl at approximately midnight. At time of high bg, the reporter confirmed the patient tested positive for ketones and did not feel well. The reporter stated the patient changed out the site and corrected for the high bg. At the time of troubleshooting, the patient's mother confirmed the pump settings including the date and time were correct. It was noted that tdd (total daily delivery) matched with basal and bolus histories. The reporter denied that the patient had any site issues. She confirmed there were no bent cannulas and denied there were any signs of insulin leaking. Review of pump history revealed an occlusion alarm on the morning of (B)(6) 2012. The patient confirmed she was able to bolus without issue after receiving the occlusion alarm. After reviewing the pump settings and history, animas customer support informed the reporter that there was no evidence of any mechanical issues with the pump. The reporter was advised to contact patient's hcp regarding elevated bg. Although troubleshooting did not reveal a malfunction of the animas device, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.